Event description:
It was reported that during preparation for a ureteral stenting treatment procedure tip damage occurred. While unpacking the f/g flexima us/8/26 stent, they noticed the end of the catheter appeared as though it were cut off. The tip was missing. The device was set aside and they used another of the same device to complete the procedure. The patient status is listed as ok with no complications reported.

Event description:
Physician placed a 8x60 smart stent that appeared to be 80mm long after placed. He did not stretch the stent and deployed it correctly. I checked the package and box to confirm that they were both 8x60. After deployment we ballooned the stenosis with a 6x60 optapro and confirmed the additional stent length. Additional images were taken to confirm that the stent did not fracture. Target lesion as the external iliac. The vessel was calcified and not pre-dilated. There were no difficulties advancing the device. Nominal pressure was used during post-dilation.

Manufacturer narrative:
It was reported that after deployment in a calcified external iliac artery, a 60mm stent appeared to be 80mm in length as compared to the 60mm pta balloon catheter that was used for post dilation. The labeling was checked and verified to be correct, the lesion was not pre-dilated and no fracture was noted. The physician stated that the stent was deployed correctly and that there was no stretching of the stent. The instructions for use advises the user to "initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker". It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. Failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. There is not enough information to draw a definitive clinical conclusion between the device and the reported event; however, procedural factors may have impacted the event.

Manufacturer narrative:
It was reported that after deployment in a calcified external iliac artery a 60mm stent appeared to be 80mm in length as compared to the 60mm pta balloon catheter that was used for post dilation. The labeling was checked and verified to be correct, the lesion was not pre-dilated and no fracture was noted. The physician stated that the stent was deployed correctly and that there was no stretching of the stent. History and complaint: this complaint involves a patient undergoing endovascular repair of a left external iliac artery stenosis. The treating physician placed an 8 mm x 60 mm smart stent within the left external iliac artery. The treating physician then balloon dilated the stent with a 6 mm x 60 mm optapro balloon. During this dilatation, it was noted that the stent had deployed to a length greater than the expected length of 6 cm. Observations: a single cd-rom containing multiple cine views is submitted for review. Access was achieved in the left common femoral artery. A marker pigtail catheter is advanced into the lower abdominal aorta and a pelvic arteriogram was performed. This revealed previous stents within the right common and external iliac arteries which are widely patent. There is multifocal eccentric stenosis within the left external iliac artery. By my measurements, overall target area length is approximately 6.5 cm. Each stenosis is eccentric and is not significantly calcified. Following this, the lesions are ballooned dilated. There is an excellent angiographic result following balloon dilatation without evidence of significant residual stenosis. Nevertheless, an 8mm x 60 mm smart stent was deployed within the left external iliac artery. Following placement of a 6 mm x 60 mm balloon, it is observed that the deployed length of the stent is longer than the 6 cm balloon and by my measurements is approximately 7 cm. Close observation of the stent shows normal stent architecture in the proximal and distal portions. Within the mid portion of the stent, the stent architecture is somewhat distorted and appears expanded. There appears to have been longitudinal expansion of the middle third of the stent. No post deployment arteriogram is provided. Conclusion: this complained involve the patient undergoing endovascular repair of a left external iliac artery stenosis. A smart stent was deployed along with its expected length of 60 mm. During placement, it is imperative that the treating physician hold the deployment handle in a fixed position during the entire deployment. If the handle is moved forward or backward after the stent has achieved initial wall apposition then segments of longitudinal compression or expansion can be created. This can result in stent lengths which are longer or shorter than expected. In this case, there appears to have been initial normal expansion of the stent followed by a segment of expansion resulting in the extra length after deployment. In my opinion, technical factors and deployment technique contributed to the reported event. This does not appear to be a case of device failure. The patient experienced no immediate complication and will not likely have a change in their intermediate or long term prognosis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.